Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that had another IV tubing failure.

Manufacturer narrative:
It was reported that the set separated. One sample model c42014e-07, lot 24109091 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated at the drip chamber and no drip chamber was returned. No defects or abnormalities were observed. Visual inspection under the microscope showed signs of lack of solvent application. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and drip chamber could be related to an incorrect solvent application by the assembler. The sku reported on this complaint is not planned to be produced at hmo site, tj site will reactivate production. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.